Event description:
It was reported that during an ablation procedure using the pulseselect pulsed field ablation (pfa) loop catheter, a vagal response was observed during left superior pulmonary vein ablation that presented as sinus asystole requiring ventricular pacing. It was also reported that cardiac tamponade occurred during ablation, and pericardial effusion was confirmed by echocardiography. Pericardiocentesis was performed and a pericardial drain was inserted; after confirmation of no further fluid, the drain was removed three days post-operative. The patient's hospitalization was prolonged. The adverse event outcome was reported as recovering/resolving. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.